Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the instrument was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert states: "(avoid accidental contact with other instruments during use.) Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.

Event description:
It was reported that during a gynecologic procedure, the machine failed, coded instrument. No patient consequence.